Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. To get a good drop of blood, product labeling states "before you lance your finger, try the following techniques until you see that your fingertip has good color: warm your hand by holding it under your arm, using a hand warmer, and/or washing your hand with warm water. Hold your arm down to the side so that your hand is below your waist. Massage your finger from its base. If needed, immediately after lancing, gently squeeze your finger from its base to encourage blood flow. If needed, immediately after lancing, gently squeeze your finger from its base to encourage blood flow." For limitations of procedure, product labeling states to "never add more blood to test strip after test has begun or perform another test using the same fingerstick." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. Prior to patient testing, the patient confirmed proper technique was used. However, the patient's home healthcare provider discovered the patient's hands were covered in nicotine and not properly prepared prior to sample collection. Also, after lancing the finger, the home healthcare provider stated the "patient squeezed top of finger and used same finger for repeated tests." On (B)(6) 2021, the patient's meter result was 6.3 inr and the patient's laboratory result was 3.3 inr. The time difference in sample collection was unknown but "believed to be within 4 hours of each other." On an unknown date, the patient's meter result was 3.3 inr and the patient's laboratory result was 8.0 inr. The meter and laboratory testing were performed simultaneous. It is not clear if proper technique was used at the time of these comparisons. The patient's therapeutic range was requested but not provided.